Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in november 2020 in amount (B)(4) pcs on packaging machine p006. The catheters were assembled under subassembly lots # 0l01937 and 0j01879 on machine a099. Lot 0l01949 was sterilized under sterilization lots # 25 201126 and 25 201202. Visual inspection and tactile tests were performed by the technician during set up with no sharp edges on the tip or eyelets are allowed. In-process control catheters are and inspected by an operator according. Punched holes are not allowed if they have sharp edges, burrs, fibers, contain cuttings, cutouts or punched holes are not smooth. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. A query was run against malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough, or too sharp; for product 1713719 on june 9, 2021 which yielded in one occurrence within past 12 months. The issue is considered isolated. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product end user that "she received a sample of the gentlecath glide and when she inserted the catheter she experienced pain. She removed the catheter and noted a sharp portion on the tip. She has thrown the catheter away. She reports that she had some discomfort for a few days".